Event description:
Per the clinic, on (B)(6) 2013, the patient stopped responding to sound. The device was explanted on (B)(6) 2014, due to a confirmed malfunction of the device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the clinic, the patient was implanted with a new device on (B)(6) 2014. This report is filed march 20, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.